Event description:
Initial results for a pt sodium/potassium/chloride were 204, 6.4 and 54 mmol/l respectively. When repeated, the results were 130, 4.0 and 95 mmol/l respectively. The incorrect results were not used to guide treatment. The field service rep repaired the instrument by replacing the ise tubing.